Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10 mm x 2.50 mm flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that balloon ruptured at nominal pressure. The procedure was completed with another of the same device. No patient complications reported.